Event description:
When the neuron tip was inserted into the peel away sheath, the doctor encountered friction at the distal tip and was unable to pass the device through. It was found that the distal tip was kinked and squashed. A second 070 neuron delivery catheter of the same lot number was available and the case was completed without further incident.

Manufacturer narrative:
Technical evaluation: the distal tip of the catheter showed multiple flat spots and clamp marks, starting at 0.8cm from the distal tip and ending 4.0cm from the tip. Passing a 0.041" od mandrel through the hub and advancing it along the catheter, we noticed a slight resistance 35.5cm into the hub and no further resistance until we reached the flat spot in the distal tip. The incident was confirmed as reported. It appeared from the tool marks on the catheter exterior that at some point surgical clamps were used to manipulate the fragile distal tip. Kinking and squashed tips in this situation are to be expected (see conclusion). The DHR of this manufacturing lot has been reviewed and a copy is attached. As per guidance received from the FDA on august 28, 2009, kinks are reportable incidents. Complaint/incident findings: a review of the device history record (DHR) was completed on part # 2314-04 (lot # l15491). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.